Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied with the erection result since implant surgery. The patient saw a physician who told him that the device was functional. Troubleshooting was performed and the patient stated it was somewhat helpful, but recently he was not able to transfer fluid to the cylinder and the pump was frozen. The patient has another appointment with a physician for follow up. There were no patient complications reported.

Manufacturer narrative:
B3 approximated.